Event description:
Device was inserted and threaded easily into left cephalic vein using a float in technique by which saline was used to flush at the same time the catheter was advanced. The catheter was in place 2-3 minutes and then within 30-60 seconds after the heparin flush, the pt experienced head and neck flushing, a bitter taste in the mouth, a "lump" in the back of the throat, a drop in blood pressure and an increased pulse rate. About an hour later angioedema of the throat and uvula was noted as well as arm swelling at the device insertion site and the forearm. Symptoms gradually improved after the device was removed and the benadryl administered. Pt denied any respiratory distress or difficulty. Another MFR's catheter was placed in the left wrist, flushed with heparin and resulted in swelling of the forearm. Angioedema did not worsen, the pt improved and was discharged 2 days later.

Manufacturer narrative:
Date sent to FDA: 10/11/96. H2-- johnson & johnson medical, inc. Has decided to discontinue manufacture and sale of the streamline landmark and centermark brands of i.v. Catheters as of 09/18/96. Facility's 3500a form, attached, received by manufacturer on 09/24/96.